Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, nj was used as a place holder. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 of the bd insyte¿ autoguard¿ bc shielded IV catheter experienced (short description of event). The following information was provided by the initial reporter: customer started the button would not retract needle had to keep pressing it. Took like 4 times to get the needle to retract.